Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Results: it is unknown if a sample will be returned for evaluation. A review of the device history record could not be performed as a lot number was not provided for this incident. In the event that new, changed, or corrected information is obtained, a supplemental report will be filed. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd is not able to duplicate or confirm the customer¿s indicated failure mode. (B)(4).

Event description:
It was reported that following a blood draw with a 23 g x .75 in bd vacutainer® winged safety push button blood collection set with 12 in tubing and luer adapter, the butterfly portion of the needle came apart from needle end which resulted in the inability to retract the needle, leaving an exposed sharp. There was no report of injury or medical intervention.

Manufacturer narrative:
Results: as previously reported, a sample was not returned for evaluation. A review of the device history record could not be performed as a lot number was not provided for this incident. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. However, our quality engineer states that CAPA (B)(4) has been initiated for this issue to document the investigation path, root cause analysis, and remediation plan to include corrective and preventive actions.